Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa procedure without abbott personnel present, after the transseptal, air was noted upon fluid aspiration and blood leaking around the back valve on the sheath. Visual inspection revealed valve was displaced into the handle of the agilis. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.